Event description:
The end user alleges she was driving her scooter on a hill, when it allegedly stopped running causing the end user to roll down the hill and fall off her scooter. The end user sustained a cut requiring stitches to her right elbow.

Manufacturer narrative:
Device eval anticipated, but not yet begun. Pride has replaced the end user's scooter. Cannot draw any conclusion at this time. Pride will f/u after unit is returned, and the eval is completed.